Event description:
On event date, it was reported that a smith & nephew, endoscopy intelijet, model 4350 overran causing compartment syndrome of the shoulder and resulted in abortion of the arthroscopy procedure requiring a conversion to an open technique. The unit was reported to be set up and calibrated correctly and the surgeon was using a 3 portal approach. The usual technique for this hospital is to use a gravity drainage system, not active suction, and inflow and outflow through separate portals. It was also reported, but co was unable to confirm, that there have been two other instances of overrunning with this unit in shoulder arthroscopies, but with a different surgeon.